Event description:
During a pulmonary vein isolation (pvi) procedure using the farapulse pulsed-field ablation (pfa) system to treat paroxysmal atrial fibrillation, a farawave catheter was selected for use. During advancement, a non-boston scientific guidewire became difficult to move within the catheter, both forward and backward. The catheter and guidewire were removed from the patient, and a potential kink in the guidewire was observed. The guidewire was replaced with a new one, and the catheter was re-prepared. After reintroduction into the patient, the second guidewire again became stuck and could not be advanced or withdrawn. The catheter and guidewire were removed and replaced with a new farawave catheter and wire, allowing the procedure to be completed without further issues. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.